Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported instrument worked fine during surgery. Instrument has fractured during post surgery cleaning. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the weld between the strike plate and handle body to have fractured. Impact marks were found on the sides of the handle body and strike plate. Light scratching and surface scuffing were also found on the handle and strike plate consistent with a multiple use device. Device history record (DHR) was reviewed and no discrepancies were found. Xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. The features of these fracture surfaces and mode align with those reported summary of failure analysis of welded strike plates on broach handles. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.